Manufacturer narrative:
(B)(4).

Event description:
The hospital reported the following incident; which occurred in the recovery/resuscitation unit during week 13. The balloon was placed the previous day, 1st error message was "fiber optic not well positioned, arterial pressure difficult to read" then the 2nd message was: "the line is folded" at that moment the nurse discovered that there was blood in the tubing, the balloon ruptured. Once the balloon was removed the nurse tried to re-inflate the balloon with a physiological serum (saline) but without any success. As a result the balloon was replaced. Additional information was received (B)(6)2015: the staff corrected the first error by pressing on the start button many times; they pressed the button "run/stop" and they changed the helium bottle. However, it still did not work, the alarm persisted. Insertion site for the 2nd balloon: right femoral (same site as for the 1st balloon). Clinical consequences and current condition of the patient: yes there were consequences; 14 hours passed between the removal of the 1st balloon and the insertion of the 2nd one; however the doctor wanted to try and wake up the patient in order to verify his neurological condition; but they were unable to do so during that time; as a result the waking of the patient was rescheduled. Afterwards they diagnosed an ischemic (cva) cerebral vascular accident. It is difficult to know whether it is related to the balloon rupture because it's difficult to date this cva. The patient expired on tuesday the (B)(6) 20 days after the incident.